Event description:
The pt called lifescan and alleged that their meter was set to the incorrect unit of measurement. The pt visited their physician and their physician noticed that th pt's meter was set incorrectly. The physician had previously increased the pt's medication from 1 pill a day to 1 1/2 pills a day. The pt did not allege any harm or injury from this issue. The pt stated that the meter was previously set correctly and that they have not made any changes in the meter's settings. This case is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement while th pt does not recall going into the meter settings. No replacement items are being set.